Event description:
Medtronic received information that during use of this custom tubing pack, the customer reported that the cardioplegia delivery line was leaking at the sterile field. The device was replaced to complete the procedure. There was no patient impact associated with this event additional information received states that the same leak did not appear in multiple packs. There was no visible air in the system/tubing. The customer states that the amount of patient blood loss as a result of this leak was less than 10cc and a transfusion was not required as a result of this leak.

Manufacturer narrative:
Conclusion: root cause that led to the origination of the leak reported could not be confirmed as result of the investigation. Medtronic cannot confirm or deny the complaint of leak in cardioplegia line as no product has been returned to date. An analysis of this occurrence could not be performed without the returned product. After evaluation the cause of this complaint could not be determined; additional information is needed. Nevertheless, current personnel in the area were notified and aware of the of consequences that this event has on field. The device history record could not be reviewed as no lot number was provided. Complaints received for the same failure mode were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this incidence, this investigation will be closed with the information provided. If the product is returned, this pe will be reopened, and the analysis will and investigation will be updated. There were no adverse patient effects as a result of this occurrence. Medtronic will continue to monitor for future occurrences and trends per trend analysis procedure. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.